Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnostic procedure was performed when the issue happened. The procedure was completed by moving the geometry module operating side switch between nurse and doctor sides to get the intended movements. A philips filed service engineer inspected the device onsite and confirmed the reported issue. Upon troubleshooting, fse found corrupt software. To resolve the problem, fse loaded new board software to the geometry module and restored a ghost image backup and replaced geometry module. After repairs were completed, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm performed an uncommanded movement.the device was in use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.